Event description:
It was reported, that the rigid video scope had reddening of the image. The issue was found during a therapeutic laparoscopic surgery and it was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned for evaluation and the customers complaint was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the screen becomes blurred and indistinct and there was a failure of the uc sheath (universal cord). It was noted that the screen became blurred and indistinct due to component failure of the universal cord sheath. Based on the results of the investigation, a definitive root cause could not be identified for the reddening of the image as this was not confirmed during evaluation. The most probable cause of the issue was due to an electrical malfunction. It is likely that the fault of the uc sheath causes the screen becomes blurred and indistinct. A definitive root cause could not be identified for the fault of the uc sheath. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the rigid video scope had reddening of the image. The issue was found during a therapeutic laparoscopic surgery and it was completed with the same device. There were no reports of patient harm.